Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV; "inflammatory aspect of axillary formations".

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV", "hardening", "rupture", "inflammatory aspect of axillary formations", "radial folding and lobulations" and "nodule to the right." The event of "cyst" is not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture, lymphadenopathy, lump/nodule, and cyst were unable to be observed as they are physiological complications.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV", "hardening", "rupture", "inflammatory aspect of axillary formations", "radial folding and lobulations" and "nodule to the right." The event of "cyst" is not device related. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/jun/2024.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV", "hardening", "rupture", "inflammatory aspect of axillary formations", "radial folding and lobulations" and "nodule to the right." The event of "cyst" is not device related. The device has been explanted.